Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported by the clinic, that the pt experienced a change in sound with his ci since (B)(6) 2012. Everything only sounds dull. Exchanging the external parts did not improve. A CT scan did not show anything remarkable. Testing in situ, carried out by a med-el employee, revealed fluctuations of all the impedances. The ground path impedance increased over the last year and shows now a high value.